Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a patient with a 25mm 3300tfx aortic valve implanted seven years, nine months, underwent valve-in-valve procedure due to unknown reasons. A 26mm 9750tfx transcatheter valve was implanted inside the 25mm 3300tfx aortic valve.

Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including bicuspid aortic valve and hyperlipidemia.

Event description:
Edwards received information a patient with a 25mm 3300tfx aortic valve implanted seven (7) years, nine (9) months, underwent valve-in-valve procedure due to severe symptomatic prosthetic aortic stenosis, mild to moderate leaflet calcification, and moderately reduced leaflet motion. Patient presented with increase in exertional dyspnea and tachycardia, decrease in activity tolerance, and lower left extremity edema. A 26mm 9750tfx transcatheter valve was implanted inside the 25mm 3300tfx aortic valve. There were no complications. Patient was discharged on post-operative day two (2).

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.